Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery cap is damaged. The customer's blood glucose reading was 600mg/dl at the time of incident and treated with a syringe. Troubleshooting found that the customer was able to remove the battery cap with a wrench. Customer was advised to monitor the pump and the cap and call back if any further assistance needed.